Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Pump was not returned for investigation. During multiple placement signal not reliable events, the data log shows several motor current spikes and suction, which resulted in negative cvp values and out-of-range optical signal values. The cause of the optical signal issue was most likely biomaterial. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had placed an impella rp along with an impella cp and extracorporeal membrane oxygenation (ECMO) as bipella support for a patient experiencing heart failure. The rp flex was to replace the ECMO. After four days of the support, the optical signal was lost on the rp, but this did not cause the team to explant the pump. The pump remained on for support until the patient was successfully weaned and the device explanted.